Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported right side capsular contracture baker grade iii and calcification. Healthcare professional reported "implants have irregular edges, very deep undulations, and rail signs", and "the implant was ruptured without any previous data to show it". The following event is not related to the event, "axillary adenomegaly secondary to autoimmune disease". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii and calcification. The device remains implanted.